Manufacturer narrative:
(B)(4). Date sent: 2/25/2020; batch # t94w6c. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled and upon disassembly, the advancer was confirmed to be bent and 5 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a cardiovascular procedure, the clip applier wouldn't deploy clips. It was not reported how the procedure was completed. There were no patient consequences reported. No additional information is available at this time.